Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrodes would not adhere to the patient's skin. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1218058-2021-00073 for a similar event reported from the same customer.

Manufacturer narrative:
The onestep electrodes from the event were not available for evaluation. Instead, electrodes from retained samples of the same lot number, 3420d, were investigated. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. No photos of the electrodes or the original electrodes from the event were saved. Analysis of reports of this type has not identified an increase in trend.